Event description:
During percutaneous transluminal angiography, device failed to operate. Sheath could not retract, inflated in proximal rca. Balloon did not deflate, inflated balloon pulled back across lesion in proximal lad. Upon removal the balloon was noted to be ruptured. Pt's blood pressure and heart rate dropped to systolic of 60 and returned to normal of 180's after removal of the balloon. Pt is not reported to have suffered any further effect from this incident.